Event description:
Patient presented to the physician with wound dehiscence and pain at the chest incision site with blood leaking from the incision site. Physician suspected a hematoma and brought the patient into the or but could not visualize active bleeding. Physician irrigated the ipg pocket and closed.